Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation with the site bio-med engineer. The cmos battery was identified as being low. The customer was provided with the replacement part and instructed on how to make the necessary corrections on their end.